Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported that the ilet screen shattered after being struck by a rock while gardening with a weed eater. The top half of the screen is no longer visible. The agent advised that the ilet would need replacement. Blood glucose (bg) was not impacted. No symptoms experienced during the event, and no medical intervention required at the time of call.